Manufacturer narrative:
A manufacturers' investigation is being conducted. Repair info is currently unavailable.

Event description:
The customer reported the user could not allow the over heated tube to cool down due to the criticality of the case. The pt received seven containers of a blood developing agent during the surgery. While in dialysis, the pt expired.